Manufacturer narrative:
Additional information will be provided once investigation is completed.

Event description:
It was reported that during a procedure, the surgeon was burned when he picked up this light cord to connect it to the scope. The procedure was completed and no adverse consequences were reported.